Manufacturer narrative:
The lead has been explanted and will be returned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only a proximal segment of the lead was returned with a total length of 402 millimeters. Visual analysis confirmed discontinuous filars 225 millimeters from the terminal pin. The coil wires were fractured at the distal end of the returned portion. Evidence indicates that a suture sleeve was likely positioned from 231-255 millimeters while the lead was implanted. In conclusion, laboratory analysis confirmed the field allegation of lead fracture.

Event description:
Boston scientific received information that the lead safety switch for this right atrial (ra) lead was activated due to high impedance measurements greater than 2500 ohms. Additionally, noise was noted along with oversensing in both unipolar and bipolar configurations. The lead was not able to capture in the atrium. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this right atrial (ra) lead was found to be fractured approximately 3 inches from the terminal pin. The lead was explanted during a device change out procedure for normal battery depletion. No adverse patient effects were reported.